Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, after clip deployment, the device was difficult to remove from the patient's artery. In accordance with the instructions for use, a dilator was inserted into the access ports and the device was removed successfully from the patient anatomy. Hemostasis was achieved with the clip. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was fully clip deployed. The locator wings were bent, preventing them from fully collapsing into the delivery tubeset. The bent wings directly resulted in difficult device removal. Based on the investigation findings, the probable root cause for the bent locator wings is tissue compaction during thumb advancer deployment. Tissue trapped between the distal end of the tubeset, and the locator wings can bend the wings and result in difficult device removal. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.